Event description:
It was reported that (1) tsg45 was used during a low anterior resection procedure. It was reported by the rep that the surgeon used a tsg45 to fire down very low on the rectum during the low anterior resection. After firing the instrument, they noticed a hole in the rectum along the cut line which they interpreted as a result of missing staples in the gun's cartridge. They fired a tx30 to close most of the otomy, hand sewed the rest of the otomy, in what was a very difficult case due to the fact that it was a narrow and deep pelvis, and a redo operation for cancer. They completed the anastomosis by firing the ecs29 with the anvil of the circular going through the sutures in the anal-rectal region. They tested the anastomosis with a sigmoidoscope and found the anastomosis to be airtight with a good blood supply. It appeared that only a portion of the staple line was missing on the anterior side fo the staple line along the cut line. He stated that this was the first time that he ever used a endo linear cutter to go across a rectum to get low enough in an open low anterior resection. It is unk how the case was completed. There was no consequence to the pt.